Manufacturer narrative:
Film evaluation summary: the exact cause of the reported inability to irrigate the valiant captivia delivery system, and steering wire issues could not be conclusively determined from the pre-implant 3d recon report provided. The delivery system was not returned for evaluation so a complete assessment cannot be performed.

Event description:
A valiant captivia stent graft system was attempted for use in a patient for the endovascular treatment of a 5.0 cm thoracic aortic aneurysm. It was reported that, during the index procedure, flushing of the device was unsuccessful. Another device was used and the patient was successfully treated. The physician stated that the cause of the event could not be determined; however, it was noted that it seemed that the hydrophilic coating was coagulated at the guide wire lumen. It was further reported that a stiff wire was inserted in to the guide wire lumen and penetrated through the coagulated hydrophilic coating. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.